Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture/ rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral rupture and capsular contracture (baker grade unknown) post procedure. The patient had the implants removed without replacement on (B)(6) 2019. It was stated that the patient has been depressed because of her implants being removed. See 1645337-2021-02859 for contralateral prosthesis report.